Event description:
Boston scientific received information that the patient presented to the emergency room with heart rates in the 30 to 40 bpm range and experiencing syncopal episodes. Subsequently, the patient was hooked up to an external pacemaker. Upon evaluation, the right ventricular (rv) lead was exhibiting intermittent loss of capture and a dislodgement was verified. A lead revision procedure was performed the following day. During the revision procedure, the rv lead was successfully repositioned and no additional adverse patient effects were reported. No specific measurements were provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.